Event description:
Boston scientific received information that during a non-device related procedure this lead dislodged. An invasive procedure was performed a few days later. This lead was explanted and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned in two segments, severed approximately 18.5 centimeters (cm) from the terminal pin. Visual inspection of the lead revealed a separation of the gore covering from the medical adhesive (ma) at the proximal edge of the proximal shocking coil. Associated with this was a slight stretching of the proximal end of this shocking coil. The separation was a result of excessive drag on the gore and the shocking coils. Under normal circumstances, separation of the gore covering will not impact the functionality of the lead. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits on the proximal segment. The rs- portion of the distal segment could not be performed due to the extracting stylet being stuck in the lead. An x-ray was performed which showed no evidence of a fracture. All other measurements on the distal segment were within normal limits. Laboratory testing was unable to reproduce the reported clinical observation.